Event description:
It was reported that the customer received a no delivery alarm while bolusing. The customer's blood glucose level was 164 mg/dl. The insulin was expired. It looked like there was an air bubble halfway through the tubing. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.